Event description:
After predilation of the target lesion in the right coronary artery with a ptca balloon, a dissection of the target vessel was observed. An attempt was made to cross the target lesion with another MFR's stent, but it did not cross. Another attempt was made with a 3.5mm diameter x 24mm length ave gfx stent, which also was not able to cross in target lesion. The stent and delivery system were pulled back to the tip of the guide catheter where the device appeared to engage against the guide with disruption of the stent". As indicated in the cardiac catheterization report. Upon removal of the guide catheter and stent, the stent dislodged from the stent delivery system at the hub of the femoral sheath. The physician did not follow the instructions for removal of an undeployed stent as indicated by the stent having been damaged by the tip of the guide catheter. The stent was successfully removed from the pt's groin during withdrawl of the sheath from the femoral artery. There was no additional clinical sequelae reported relative to the event.